Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few months after this patient received an implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead exhibited high out of range shock impedances. The impedances were only out of range and greater than 200 ohms in one vector, so the vector was changed and values were then within normal limits. At this time, the system remains in service. No adverse patient effects were reported.